Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that two non sustained ventricular tachycardia events were detected via remote monitoring. In both events pacing inhibition was noted. It was suspected that the events occurred due to oversensing when it comes to this device. No adverse patient effects were reported. Additional information noted that the device was reprogrammed and the patient will continue to be monitored.

Manufacturer narrative:
Additional information is pending when it comes to this case. Upon additional information this investigation will be updated.

Event description:
It was reported that two non sustained ventricular tachycardia events were detected via remote monitoring. In both events pacing inhibition was noted. It was suspected that the events occurred due to oversensing when it comes to this device. No adverse patient effects were reported. Additional information is pending when it comes to this case.